Manufacturer narrative:
Based on the info received and the visual and functional results, it appears as if the instrument was not fired through the complete firing stroke during surgery. This is evidenced by the breakaway washer being returned uncut but with an indentation around the entire circumference. It should be noted that to ensure that the instrument fires, cuts the donuts and forms the staples as designed, the trigger must be fully actuated during the firing cycle. A tactile feedback will be felt when the trigger is fully actuated and the instrument has been fired through the complete firing cycle. The instrument was reloaded and fired. It fired and formed staples as designed around the entire staple ring with no difficulties noted. This inquiry was originally reported as an rpo (record purpose only). Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continously improve co's products.

Event description:
During a sigmoid colectomy the surgeon placed the anvil half of the device onto the trocar and heard a click. The device was closed within the green firing range and fired. The surgeon observed that none of the staples had formed after firing the device. The staples were removed and the bowel was sutured to complete the end to end anastomosis. The hand suturing of the anastomosis added one hour to the operating time. There was no consequence to the pt. Risk management of the hosp is retaining the instrument at this time.